Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). It was reported that myocardial infarction and death occurred. In (B)(6) 2012, the patient presented due to stable angina. Subsequently, the index procedure was performed. The 90% stenosed, 15mm in length, de novo target lesion was located in the 2.5mm in diameter mid left anterior descending artery. Predilation was performed and a 2.50mmx16mm promus element ¿ stent was deployed at 12 atmospheres with residual stenosis of 0% with timi 3 flow. Post dilation was not performed and the procedure was completed. Four days post procedure, the patient was discharged. In (B)(6) 2013, the follow up was performed by telephone. In (B)(6) 2013, the patient visited the hospital for follow up. Another follow up was then performed by telephone sixteen days later. In (B)(6) 2015, the patient experienced the myocardial infarction and on the same month, the patient died.